Event description:
It was reported that the system had a communication error which prevented the workstation from booting up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.